Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) for evaluation. We were informed that the hospital had destroyed the device. The hospital provided a photograph for our evaluation. Results: the photograph provided by the hospital was of poor resolution. It showed the part of the feedset tube where it connects to the spike. However no malfunction of the feedset tube was visible. The tube appeared intact and no water drops were visible. A lot check revealed one other complaint of this nature for lot 130328. Conclusion: in the absence of a device we were unable to determine what caused the problem reported by the customer. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that the water feed tube of an mr290 humidification chamber was leaking. No patient consequence was reported.